Event description:
It was reported that 1 bd pen ndl 31g 8mm 90 was unable to prime and deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow when priming. Date of event: unknown. Samples: yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-16. H6: investigation summary : customer returned (2) open 8mm, 31g pen needles from lot # 8289056. Customer states that the insulin does not flow when priming. Both returned pen needles were examined and both exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. As per DHR completed by manufacturing: pen needle DHR batch 8289056 was reviewed. The batch number was built with pen needle assembly line in march 2019. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. No quality notification was raised on past 12 months on similar non-conformance. Based on the samples and/or photo(s) received the investigation bd was able to confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 31g 8mm 90 was unable to prime and deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported no insulin flow when priming. Date of event: unknown. Samples: yes.